Event description:
Event description guidant received information that this pacemaker, which is included in the recent field advisory for the hermetic seal, was explanted due to impedance measurements greater than 2500 ohms. The indication for the pacemaker is complete heart block. A competitor's pacemaker was implanted and the impedance measurement remained high. The lead was then surgically abandoned.